Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced even damaged battery alarm sets. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.¿ this device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This device has been received by baxter and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.